Event description:
It was reported that during a monarch bronchoscopy procedure, the physician encountered navigation issues and elected to abort the case. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Title: correction to section d ¿ suspect medical device (manufacturer address) detailed correction: manufacturer address, street line 1 ¿ previously: "santa clara" ¿ corrected to: "5490 great america pkwy". Manufacturer city ¿ previously: "95054" ¿ corrected to: "santa clara". Added manufacturer country code - USA.